Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a reported blood glucose high of approximately 400 mg/dl after running out of insulin and then changing to a new 23 in 6 mm contact detach infusion set; the pt's clinical diabetes specialist confirmed a proper supply change and the ilet issued high glucose alerts. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer care review, troubleshooting, and education with follow-up via text message. Investigation of this case revealed that the glucose elevation resolved after the infusion set was replaced, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.